Event description:
A greenfield filter was implanted on (B)(6) 2001. On (B)(6) 2015 it was noted there was perforation. The filter was noted to be fractured and tilted. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient had a CT of their abdomen. The imaging showed that the ivc filter was identified within the inferior vena cava, proximally migrated. The tip of the superior margin of the filter was located at the level of the origin of the renal veins. One of the legs of the filter extends into the right renal vein all the way into the right renal sinus, but this leg of the ivc filter appears to be fractured from the base, as no connection is identified to the base. This is best evaluated on coronal images. The ivc filter was tilted toward the right side with the base/tip of the filter abutting the right wall of the ivc near the ostium of the right renal vein. 1 of the left-sided struts perforates through the left wall of the ivc extending about 3.8 mm beyond the margin of the wall. Two of the anterior struts also perforate beyond the margin of the anterior wall of the ivc approximately 3 mm.

Event description:
A greenfield filter was implanted on (B)(6) 2001. On (B)(6) 2015 it was noted there was perforation. The filter was noted to be fractured and tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2001. On (B)(6) 2015 it was noted there was perforation. The filter was noted to be fractured and tilted. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient had a CT of their abdomen. The imaging showed that the ivc filter was identified within the inferior vena cava, proximally migrated. The tip of the superior margin of the filter was located at the level of the origin of the renal veins. One of the legs of the filter extends into the right renal vein all the way into the right renal sinus, but this leg of the ivc filter appears to be fractured from the base, as no connection is identified to the base. This is best evaluated on coronal images. The ivc filter was tilted toward the right side with the base/tip of the filter abutting the right wall of the ivc near the ostium of the right renal vein. 1 of the left-sided struts perforates through the left wall of the ivc extending about 3.8 mm beyond the margin of the wall. Two of the anterior struts also perforate beyond the margin of the anterior wall of the ivc approximately 3 mm. It was further reported that the ivc filter was attempted to be explanted, but the procedure was cancelled.